Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged cosmetic damage located at the back along the battery side found on aug 10, 2021. Pump was received with a cracked case behind the pump near the battery tube compartment. Pump was also received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded firmware using crest. Pump failed to enter recovery mode preventing download of history files and traces using thus, however, xtest was used to download bootloader traces. Per r&d engineer, the xtest bootloader traces do not provide the additional information. Suspecting the hw. Pump was cut open to perform visual inspection and found corrosion on the electronic assembly. No corrosion or moisture damage found on the force sensor, motor or vibrator assembly noted. Force sensor zero offset within specification (22.8 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a pillowing keypad overlay and a scratched case. Cosmetic damage was confirmed at the back along the battery side. Critical pump error (open book image) alarm was confirmed. Critical pump error (open book image) alarm due to corrosion on the electronic assembly. Unable to download history files and traces confirmed. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had cracked backside along battery side. No harm requiring medical intervention was reported. The device will be returned for analysis.